Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump time was off by 15 minutes. No impact to the customer's blood glucose. Customer changed pump settings to accurate time.